Event description:
When the footswitch was not pushed, an unusual noise was generated from the fan and the console was turned off suddenly. The same thing happened seven times (during the same procedure) in four hours. Further, the console was turned on suddenly, after one minute. No patient affectation reported. Surgery completed with surgical knives.

Manufacturer narrative:
The device used in treatment has been received and evaluated. A visual inspection found no defects, the functional evaluation established a relationship between the failure reported. The unit was found to be powered by a defective power supply, this caused the power to fail, shutting the device down. The cause of this type of failure is an issue with the fuse within the power supply. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition, it can be confirmed that all finished product specification testing was satisfied at the point of release. Complaint history for the reported failure has been reviewed and shown that in the previous four years there have been further instances. All failures are monitored; however, it has been deemed at this time, no further action is necessary in relation to this complaint. The investigation has now been completed with the result recorded as mains adapter failure. Please be assured that all products are released to market following rigorous quality checks during production and prior to despatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.